Manufacturer narrative:
(B)(4) method: the subject fisher & paykel healthcare (f&p) optiflow filtered nasal interface was not returned to f&p for evaluation. F&p have made multiple attempts to get the device returned and to obtain further information including the specific model and device setup with regards to the reported event, however no further information has been provided by the customer. Our investigation is therefore based on the initial information provided by the customer and our knowledge of the product and its proper use. Results: f&p was notified by mhra manufacturer incident report (mir) that an 88-year-old patient sustained flame burns to his face, neck and back during surgical excision of a facial skin cancer. It was reported that this procedure was performed using monopolar finger switch cautery. It was further reported that the patient required support with nasal oxygen during the procedure. It was reported that the anaesthetist administered the oxygen using an f&p optiflow filtered nasal interface set at 20l/min initially and then increased to 60 l/min. Based on the information provided in the mir, the patient was transferred to recovery and remained stable; no further updates on the patients condition were provided by the customer. There was no reported malfunction of the optiflow filtered nasal interface. As reported by the hospital, after a debriefing with the fire safety officers, it was not felt by anyone present that any standard surgical processes had been breached during the surgery. The optiflow filtered nasal interface is a nasal interface that delivers respiratory gases to adult patients in hospitals and medical facilities. Based on the information provided by the customer, all three aspects of the fire triangle (fuel, oxidizer and ignition) were present in this incident. The user instructions supplied with the optiflow filtered nasal interface state the following: the following are contraindicated for the optiflow filtered nasal interface. Failure to comply can lead to serious injury or death. Contraindication: do not use this product with electrosurgery or electrocautery devices on the head or neck. Refer to the fire danger information. Fire danger . This product is an open oxygen delivery system. Open oxygen delivery can increase the risk of a surgical fire occurring, causing serious injury or death. Extreme care must be taken. The following is advised. Warning: do not use this product where ignition sources and fuel are present. Use with ignition sources and fuel present completes the fire triangle, increasing the risk of fire. The following steps should be taken to reduce the risk of a surgical fire occurring: - ensure gas flow from the product is not in or near the surgical field and the surgical site is free of a potential fuel source, including alcohol skin preparation, gauze, sponges and drapes before potential ignition sources, such as electrosurgery, electrocautery or laser devices are used. - ensure the room is adequately ventilated as oxygen may accumulate over time. Conclusion: the use of electrocautery for the head and neck is contraindicated for the f&p optiflow filtered nasal interface in the user instructions supplied with the device. The customer did not report any fault with the complaint device. The optiflow filtered nasal interface is not sold in the united states of america (USA) but is considered similar to products sold in the USA. The 510(k) for these products is k201723.

Event description:
Fisher & paykel healthcare (f&p) was notified by mhra manufacturer incident report (mir) that on (B)(6)2024, an 88-year-old patient sustained flame burns to his face, neck and back during surgical excision of a facial skin cancer. It was reported that this procedure was performed using monopolar finger switch cautery. It was further reported that the patient required support with nasal oxygen during the procedure, and that the anaesthetist administered the oxygen using an f&p optiflow device set at 20l/min initially and then increased to 60 l/min. The user instruction for the f&p optiflow nasal interface states "contraindication: do not use this product with electrosurgery or electrocautery devices on the head or neck". Based on the information available, there was no reported malfunction of the f&p optiflow device. It was reported that at the end of the surgical procedure there was a significant flash and subsequent ignition of theatre drapes, pillow and surrounding items. The patient's beard and the surgical drapes were on fire. It was reported the surgical and anesthetic and theater teams put out the flames using wet surgical gauzes. It was reported the diathermy and oxygen tubing were removed and discarded to the floor. It was reported that once the fire was contained, the patient was immediately provided with first aid to all injured areas using direct cooling with wet swabs. It was also reported that the surgeon's hand was cooled as first aid, under a running tap. The patient was then cleaned, and the surgical wound was closed. It was reported that the patient suffered burns approximately 4% of total body surface area and was advised by the regional burns facility to continue suitable dressings for partial thickness burns and to closely monitor for signs of airway/inhalation injury. No signs of intra-oral or airway burns to the patient were reported. Based on the information provided on the mir, the patient was transferred to recovery and remained stable throughout this period.

Manufacturer narrative:
(B)(6). Fisher and paykel healthcare (f&p) is currently in the process of obtaining further information regarding the reported event. We have requested for the specific device details and also requested the return of the subject device to f&p new zealand for investigation. We will provide a follow up report upon completion of our investigation. The optiflow filtered nasal interface is not sold in the united states of america (USA) but is considered similar to products sold in the USA. The 510(k) for these products is k201723.

Event description:
Fisher & paykel healthcare (f&p) was notified by mhra manufacturer incident report (mir) that on 8 august 2024, an 88-year-old patient sustained flame burns to his face, neck and back during surgical excision of a facial skin cancer. It was reported that this procedure was performed using monopolar finger switch cautery. It was further reported that the patient required support with nasal oxygen during the procedure, and that the anaesthetist administered the oxygen using an f&p optiflow device set at 20l/min initially and then increased to 60 l/min. The user instruction for the f&p optiflow nasal interface states "contraindication: do not use this product with electrosurgery or electrocautery devices on the head or neck". Based on the information available, there was no reported malfunction of the f&p optiflow device. It was reported that at the end of the surgical procedure there was a significant flash and subsequent ignition of theatre drapes, pillow and surrounding items. The patient's beard and the surgical drapes were on fire. It was reported the surgical and anesthetic and theater teams put out the flames using wet surgical gauzes. It was reported the diathermy and oxygen tubing were removed and discarded to the floor. It was reported that once the fire was contained, the patient was immediately provided with first aid to all injured areas using direct cooling with wet swabs. It was also reported that the surgeon's hand was cooled as first aid, under a running tap. The patient was then cleaned, and the surgical wound was closed. It was reported that the patient suffered burns approximately 4% of total body surface area and was advised by the regional burns facility to continue suitable dressings for partial thickness burns and to closely monitor for signs of airway/inhalation injury. No signs of intra-oral or airway burns to the patient were reported. Based on the information provided on the mir, the patient was transferred to recovery and remained stable throughout this period.